Event description:
It was reported to resmed that an astral device alarmed and powered off. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The astral device was returned to resmed for an investigation. Performance testing could not reproduce the reported complaint. Review of the device data logs revealed three total power failure events; first two total power failure events were preceded by critically low battery alarms; last total power failure event due to manual forced reset by user. The investigation determined that there was no fault found with the returned device. The device was performing to specifications. Resmed¿s risk associated with use of the device remains acceptable. Resmed reference #: (B)(4).